Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads/scs-lead fixation upn: m365sc2218500/m365sc43180 model: sc-2218-50/sc-4318 serial: (B)(6) batch: 7151072/34620570. Product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6) batch: 228054.

Event description:
It was reported that the patient underwent explant procedure due to midline incision had opened and was draining. The patient was doing well postoperatively. The explanted device was kept by the facility.